Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for less than 1 day. No further information available